Manufacturer narrative:
The agent reported doctor scheduled patient for revision due to possible infection and instability / patient presented to doctor office with signs of infection. Doctor noted some instability too. Complaint has been evaluated and is similar to report number 1644408-2023-00983; 508-32-101, s814 - stability, poor joint, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to possible infection and instability / patient presented to doctor office with signs of infection. Doctor noted some instability too.